Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air/water-cylinder (tube) has white foreign objects, air/water-tube has white foreign objects, and jet-tube has white foreign objects. There was no patient involvement.